Event description:
It was reported during a scheduled pacemaker revision procedure that this right ventricular (rv) lead was exhibiting impedance issues, high pacing thresholds, and undersensing. A pacing system analyzer (psa) test was performed, and the pacing impedance measurement was at 289 ohms, threshold was 1.4v (volts) at 0.4ms (milliseconds), and the shock lead impedance measurement was at 65 ohms. The rv lead was capped and left in-situ. A new lead was implanted, and the pacemaker revision procedure was completed successfully with no patient complications. Outside of the revision, no adverse patient effects were reported.